Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The blood glucose reading was 648 mg/dl. Reviewed the programming, time, and date on the insulin pump. The alarm history showed several no delivery, low reservoir, and auto off alarms. The customer was treated with manual injections at the hosp. No further info was provided.